Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's cursor would not go to the right 2/3 of the display screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cursor would not go to all parts of the screen and the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also noted that the latch tabs were broken off of the power cord bay door and that the power cord was damaged and both the power cord bay assembly and the power cord were therefore replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.